Event description:
It was reported that the non-paced dependent patient presented for a pulse generator firmware upgrade. Upon device upgrade, the device exhibited backup vvi operations. A device download was performed successfully to restore the device from backup operations. A second attempt at the firmware upgrade was performed. The device went into backup operations again. A device download was performed again to restore the device from backup operations. The device was not updated with the new firmware. The patient did not experience any adverse events from the procedure.